Manufacturer narrative:
A ge service rep performed an onsite investigation. The customer canceled the service call and plans to take the system out of service permanently.

Event description:
The customer reported that the system would not produce fluoroscopy x-rays. No pt injury was reported.